Event description:
Additional information received on 20august2024 from manufacturer representative (rep) stating that the cause was unknown for implantable neurostimulator (ins) depletion. It was also stated that reprogramming was completed and patient states the ins is now lasting 2-3 days before needing to charge. Rep added that the issue was resolved.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an external device. It was reported that the rep stated patient has been unable to find the implanted neurostimulator (ins) to charge for the past few months and it is getting worse. Representative stated they are able to connect with the patient equipment today but they are getting poor recharge quality message every 20 seconds even though the recharger (rtm) cord has not moved. Representative mentioned that the ins was charged to 50% today and the implant battery has depleted in 1 hour. Agent suggested that patient have her programming checked and that would be unrelated to pt external equipment. The issue was not resolved through troubleshooting. A replacement recharger (rtm) was sent out. No symptoms were reported.